Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited downward occlusion reading too high. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.